Event description:
It was reported that the customer was hospitalized for high blood glucose of 860mg/dl. It was stated that the insulin pump was removed and the customer was treated with insulin drip. It was stated that the customer was experiencing high blood glucose several days prior to her admission. Troubleshooting was performed. It was stated that the settings on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.